Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument would not conduct, damage to the insulated cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the conductor wire dislodged from the connector pin of the energy instrument identification board inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 2.914" which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. The instrument passed the energy delivery test when installed on the in-house system. The complaint regarding installed the instrument and the bipolar would not conduct was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.